Event description:
Aluminum handrim broke where the rim circle gets welded together to complete the circle. Also the footrests are bent. No injury. This device is used in a facility for clients with brain injury.